Event description:
The customer reported that multiple erroneous chemistry cartridge assay erroneous results were generated on a synchron lx20 clinical chemistry system. The number of patients, dates of occurrence, chemistries involved and actual patient results are unknown. Beckman coulter inc. Customer technical services guided the customer through instrument troubleshooting which involved flushing of the chemistry cartridge probe. The customer indicated that during flushing they felt that they had dislodged a probe restriction. Beckman coulter inc. Customer technical services advised the customer to recalibrate the instrument assays and repeat any suspect patient results. Upon beckman coulter inc. Follow-up, the customer indicated that three patient results possessed chemistry results that were identified as erroneous upon repeat testing after troubleshooting. Beckman coulter inc. Assessment of patient supplied data indicated that total bilirubin (tbil), direct bilirubin (dbil), alkaline phosphotase (alp), cholesterol (chol) and/or alanine transaminase (alt) erroneous initial patient results were generated on a synchron lx20 clinical chemistry system for three patients on (B)(6) 2011. This report represents these erroneous results. Upon repeat on the same instrument, the chemistry results recovered higher and were considered valid. Amended reports were issued. The initial results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No patient specific information, sample handling/collection information or instrument system information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as beckman coulter inc. Led troubleshooting appeared to have resolved the issue.